Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the cannulated screw became bent during installation in a patient with hard bone. Surgery was completed with another device. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned screw was examined. The distal tip was bent inwards towards the cannula and the threads were damaged. The complaint is confirmed. A definitive cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation.